Event description:
An implanted axsos locking plate had broken. The bone was in pseudoarthrosis, 6 months after the initial surgery. The patient was operated on a fractured tibia and fibula. He added that in early august, the patient had seen his consultant and it was noticed that the place was broken. He also added that the broken plate was retrieved and replaced by a right medial plate maconnor. Dvds with further information will be sent.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.